Event description:
The customer stated that she was found unconscious and taken to the hosp due to hypoglycemia. The customer stated that prior to the event she checked her blood glucose and the reading was 97 mg/dl. The customer stated that she did not eat to compensate for the blood glucose reading. Troubleshooting was performed and the programming on the insulin pump was accurate. The insulin pump passed the displacement test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.